Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found clamping marks in the needle and along the thread, which are characteristic of marks caused by surgical instrument. Based on the results of the visual and functional inspection, the suture breakage probably occurred due to use of surgical instrument for clamping the threads. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.